Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during meniscus repair, the t2 implant of the fast-fix 360 was deployed but could not stay anchored. The t1 implant was left secured in the patient and t2 was removed with tweezers. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and t2 implant returned outside the channel with the knot fully open, t1 had been cut from the suture string. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that an undated photo of the device was provided for review; however, it does not indicate the root cause for the reported events and that the IFU does note that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ the root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.